Event description:
Intl customer reported that the skin suture broke six days following an ileus procedure. The pt was returned to surgery for repair.

Manufacturer narrative:
Result: an unused rep sample was visually examined then tested for tensile strength and breaking strength retention. The device met specs. Conclusion: no failure detected and prod meets tensile strength and breaking strength retention requirements. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.